Event description:
It was reported that the patient is experiencing a floppy glans and a bent penis to the left side in an exaggerated manner. The patient reported that he spoke with the physician about these issues but the physician dismissed his concerns and states that these concerns are cosmetic. The patient is now requesting a new physician to see.